Manufacturer narrative:
The lead remains in service. No additional information is available.

Event description:
Boston scientific crm received information that this lead exhibited low, out of range shock impedance. The physician elected to monitor the patient as all other impedance measurements have been stable and within normal limits following this one out of range measurement. There were no adverse patient effects reported.